Manufacturer narrative:
The device was returned to zoll medical australia. The customer's report was verified and the analog board was replaced to remedy the report. The device was recertified and returned to the customer. The suspect analog board was returned to zoll chelmsford. The customer's report was verified and attributed to a faulty mfe top shield on the analog board. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed the earth ground resistance test. Complainant indicated that there was no patient involvement in the reported malfunction.